Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "no disposable" alarm messages were recorded. Functional testing included use testing. The pump was powered on and the continuous two-tone alarm was able to be duplicated with a disposable attached. It was found that the cassette detection nub was missing on the downstream occlusion sensor which caused the pump to alarm. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the missing detection nub on the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a continuous two-tone alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.